Event description:
The user facility reported via vigilance report to ansm that during a patient procedure their padlock clip defect closure system would not deploy. The procedure was completed successfully with a new device resulting in a procedure delay. No report of injury.

Manufacturer narrative:
Steris is awaiting the return of the device subject of the reported event for evaluation. Investigation of the reported event is currently in progress. A follow-up report will be submitted when additional information becomes available.